Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type catheter extension set leaked at the insertion end of the catheter, closest to the patient. This was observed during priming at a higher rate (less than 999 ml/hour). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the actual device was received for evaluation. A visual inspection was performed, and it was observed that there had been an improper manual assembly between the tubing and micro bore bifurcated y-junction in the downstream part. Pressure test and clear passage under water were performed, and it was noted that there was a leak between the tubing and the micro bore bifurcated ¿y¿- junction in the downstream part. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.